Event description:
The physician requested an analysis about the egm episodes observed during last follow-up on (B)(6) 2017. Lead issue was suspected.

Event description:
The physician requested an analysis about the egm episodes observed during last follow-up on (B)(6) 2017. Lead issue was suspected.